Event description:
An email was received from a surgeon stating that a patient who was being referred for a battery replacement was also requiring lead replacement due to a broken wire. No further relevant information has been received to date.

Event description:
The surgeon responded stating he remembered performing a lead replacement on a man, but he was unable to provide any additional relevant information regarding the event.